Event description:
The customer reported that they received a discrepant po2 result for one patient when compared to retesting of the same sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will commence once requested data has been received. The cause of this event is unknown.

Manufacturer narrative:
A review of the data logs for the rp500e instrument at the time of the event, showed the system to be performing as intended. There were no po2 or pco2 sensor related events recorded during or around the time of the escalated patient samples. Both sensors exhibited stable calibration slopes and their recoveries to aqc samples were within specifications. The sensor raw response signals did not find any anomalous behavior for the samples in question. For the escalated po2/pco2 results, the measured po2 levels are non-physiologically high, generally associated with patients undergoing artificial respiration. This is consistent with a sample collected from a patient undergoing oxygen therapy as informed by the customer. It is to be noted that the samples being compared are from different draws and run 75 minutes apart from each other. The po2 levels from opti cca samples are indicative of a patient in respiratory distress or a venous sample and not from a patient undergoing oxygen therapy. The pco2 level of 87.4 mmhg is abnormally high still. The ph of the blood samples being compared are distinctly different. These observations suggest that the samples being compared were drawn at different stages of patient treatment and are not equivalent. This review did not find any evidence for system or sensor specific root cause for the observed discrepant po2 and pco2. The issue appears to be sample specific but could not be confirmed in this investigation. The rp500e instrument is performing as intended and is currently operational.